Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s clinic manager (cm) reported that four minutes after the initiation of the patient¿s hemodialysis (hd) treatment a fresenius 5008x hd machine displayed ¿btm: no lines detected or btm doors open¿ and ¿arterial pressure measurement error¿ alarms. It was noted that there was air throughout the lines both before & after the dialyzer, initiating around the arterial pressure pod. Fresenius 5008x bloodlines and a fresenius dialyzer were in use. They attempted to reinfuse the patient with saline, but there was too much air in the lines. Additionally, it was noted that blood was dripping down from the arterial pressure dome. There were no loose connections. There no issues noted during priming. There were no changes or disruptions in pressure during treatment. There was no visible damage or defect on the bloodline. The patient¿s estimated blood loss (ebl) was approximately 200ml. There was no patient serious injury or medical intervention required as a result of this event. The patient chose to end the treatment twenty minutes early. The complaint devices were reported to be available to be returned to the manufacturer for evaluation, but tracking numbers were not available. Three photos have been provided. A fresenius field service technician (fst) was called onsite to repair the 5008x hd machine and verified that the machine was functioning correctly. Machine functional tests were completed and passed onsite after repair.

Event description:
A user facility¿s clinic manager (cm) reported that four minutes after the initiation of the patient¿s hemodialysis (hd) treatment a fresenius 5008x hd machine displayed ¿btm: no lines detected or btm doors open¿ and ¿arterial pressure measurement error¿ alarms. It was noted that there was air throughout the lines both before & after the dialyzer, initiating around the arterial pressure pod. Fresenius 5008x bloodlines and a fresenius dialyzer were in use. They attempted to reinfuse the patient with saline, but there was too much air in the lines. Additionally, it was noted that blood was dripping down from the arterial pressure dome. There were no loose connections. There no issues noted during priming. There were no changes or disruptions in pressure during treatment. There was no visible damage or defect on the bloodline. The patient¿s estimated blood loss (ebl) was approximately 200ml. There was no patient serious injury or medical intervention required as a result of this event. The patient chose to end the treatment twenty minutes early. The complaint devices were reported to be available to be returned to the manufacturer for evaluation, but tracking numbers were not available. Three photos have been provided. A fresenius field service technician (fst) was called onsite to repair the 5008x hd machine and verified that the machine was functioning correctly. Machine functional tests were completed and passed onsite after repair.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. As the complaint product sample was being disinfected and prepared for analysis, a leak was found on the main line assembled to the arterial pressure dome. The complaint product sample was visually inspected and a dryness channel in the connection between the pressure dome and the main line was found. No other damage was found to the product. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, the reported event was confirmed.

Event description:
A user facility¿s clinic manager (cm) reported that four minutes after the initiation of the patient¿s hemodialysis (hd) treatment a fresenius 5008x hd machine displayed ¿btm: no lines detected or btm doors open¿ and ¿arterial pressure measurement error¿ alarms. It was noted that there was air throughout the lines both before & after the dialyzer, initiating around the arterial pressure pod. Fresenius 5008x bloodlines and a fresenius dialyzer were in use. They attempted to reinfuse the patient with saline, but there was too much air in the lines. Additionally, it was noted that blood was dripping down from the arterial pressure dome. There were no loose connections. There no issues noted during priming. There were no changes or disruptions in pressure during treatment. There was no visible damage or defect on the bloodline. The patient¿s estimated blood loss (ebl) was approximately 200ml. There was no patient serious injury or medical intervention required as a result of this event. The patient chose to end the treatment twenty minutes early. The complaint devices were reported to be available to be returned to the manufacturer for evaluation, but tracking numbers were not available. Three photos have been provided. A fresenius field service technician (fst) was called onsite to repair the 5008x hd machine and verified that the machine was functioning correctly. Machine functional tests were completed and passed onsite after repair.

Manufacturer narrative:
Additional information: h7, h9 correction: plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the disinfection of the complaint product sample a leak on the main line assembled to the arterial pressure dome was found. The complaint product sample was visually inspected and a gap was observed between the walls of the dome and the tube. No dryness channel was found. No other damage was found to the product. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, the reported event was confirmed.